Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) has recorded high shock impedance out-of-range on several occasions. Technical services (ts) reviewed the case and stated that high shock impedances of 125 ohms is not too uncommon. Ts recommended to check impedance stability, electrogram and other lead performance like the rate/sense. No noise was reported. Reportedly, the shock impedance has run as high as 180 ohms and ts suggested commanded r-wave synch max energy shock. Attempts to obtain additional information was unsuccessful. Unknown if the commanded shock was performed or not. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) has recorded high shock impedance out-of-range on several occasions. Technical services reviewed the case and stated that high shock impedances of 125 ohms is not too uncommon. Recommended to check impedance stability, electrogram and other lead performance like the rate/sense. No noise was reported. Reportedly, the shock impedance has run as high as 180 ohms and suggested commanded r-wave synch max energy shock. Attempts to obtain additional information was unsuccessful. Unknown if the commanded shock was performed or not. This ICD remains in service and no adverse patient effects were reported.